Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. The user facility report did not contain any additional information than was originally reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of the returned device found that post fracture damage has obscured and altered fracture artifacts that could assist in finding a possible origin and cause of the tray fracture. Results are inconclusive as to the cause of the event. Review of device history records show that lot released with no recorded deviation or anomaly. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that the patient underwent reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, the patient was revised on (B)(6), 2011, due to fracture of the humeral tray. The humeral tray was removed and replaced.